Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, there was a connector with chemical damage identified during the device evaluation. Based on the results of the investigation, a probable root cause of the communication problems could not be identified and the probable root cause of connector with chemical damage could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had communication problems. There were no reports of patient harm.